Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial and ventricular undersensing was noted during atrial fibrillation (af) and ventricular fibrillation (vf) episodes. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.